Event description:
It was reported that during use, the handpiece of a laparoscopic sealing device separated, and the device kept firing even when the device was laid on its side and the button was not being pressed. The pt was reported not to have been injured.

Manufacturer narrative:
Final investigation revealed a mfg defect in the OEM's sonic weld of the handpiece, causing the weld near the top and proximal end to weaken and fail with repeated use. The actuation of the spring during manipulation of the jaw put stress on the weld and caused it to separate. This separation caused the continuity of the device to become inconsistent during use.